Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the middle select button on their insulin pump was unresponsive. The patient's blood glucose at the time of incident was 85 mg/dl. During troubleshooting the customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. Block mode was inactive as well. The battery was changed but the button remained unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to no button response. Passed leak test. Unit received no button response due to flattened act (creased) button dome switch. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.